Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead had gradually increased over time to 130 ohms. This value was high out of range. Technical services (ts) provided troubleshooting options including a commanded shock test but noted that this was most likely due to calcification. No adverse patient effects were reported. Currently, this lead remains in service.